Event description:
The rptr stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's right eye. Lens was removed due to refractive outcome not achieved. The incision was not enlarged to remove the lens. The lens was exchanged for a longer lens with a different diopter size. There was no product malfunction. See MFR#2023826-2011-00993 for the left eye.

Manufacturer narrative:
(B)(4): eval: results - visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned dry. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined it was not lens related. (B)(4).